Event description:
The user facility in australia reported the filter clogged resulting in compromised aspiration during segment removal. There was no pt injury.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.